Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion, the maverick2 monorail 20x2.0 mm balloon ruptured at 8 atms. The number of inflations performed and pressure reached on each are unknown. The types and sizes of introducer sheath, guide wire, guide cathetere and inflation device used in this case are unknown. The maverick2 monorail balloon was removed and the procedure was completed with another balloon. No pt injuries or complications were reported.